Event description:
It was reported that this right ventricular lead was surgically repositioned due to a dislodgement. The patient felt dyspnea due to this issue. This lead remains in service and no additional adverse patient effects were reported.